Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x28mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the delivery shaft broke. The procedure was completed with a different device. No patient complications were reported.